Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The electronic module assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit shut off and started back up again with patient disconnect and system service alarms. There was no reported patient injury.